Event description:
Reference MDR# 2647580-2002-00200 uss reference #200208-0920 procedure: open procedure, lung resection. The surgeon used (010315) ta with pulmonary vessels. Surgeon indicated that this instrument worked fine and completed the case. Post-operatively the pt presented with an excessvie amount of bleeding, for which a re-op was performed, the same day. The surgeon believes the stapler worked fine, but that the anestheologist inserted a tube, which caused the bleeding. The pt expired one week from surgery. Add'l info obtained from the hospital dated 08/2002: the auto suture pmfta 30-v3 was used on the pulmonary artery. Excessive bleeding noted while closing the incision. When the chest was reopened discovered the staple line had dehised.